Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device cannot be used normally. There was no patient involvement at the time the issue was discovered. The device was evaluated by asp, after checking the device onsite, it was found that the capacitance is too low. The capacitance was defective. Customer found a third party to repair or replace the defective part, however, customer did not provide the detailed information about the resolution, device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitance. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time.